Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. On the afternoon on (B)(6) 2024, the patient experienced hypoglycemia. He was feeling week, confused and also dizzy. The patient couldn´t remember if the dexcom device did alarm and also couldn´t remember what the readings were. There was no bg taken. He said he was alone at his house at that time then his wife showed up and called the paramedics. The patient was taken to the hospital and treated there. The patient declined to provide any further information about the medical intervention or the event. At the time of the report the patient was stable. Data investigation confirmed unspecified issue on (B)(6) 2024. The allegation was confirmed via data as sensor noise under an hour occurred. The device functioned within specifications. The probable cause could not be determined. No additional patient or event information is available.